Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator will not power on and smoke coming from the data acquisition to flow sensor cable. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned power management (pm) board shows that the shorted l2 and q11 on the power management (pm) pcba prevented the ventilator to power on.

Manufacturer narrative:
Follow-up amendment: failure analysis on the returned gas delivery system (gds) shows that the capacitor c2 on the oxygen flow sensor pcba of the customer returned gds had shorted the 12v ovp line causing the 12v circuit on the power management (pm) board to fail. With the pm board repaired, replacing c2 on the o2 sensor pcba resolved the problem and the ventilator started up in both diagnostic mode and normal ventilation.

Manufacturer narrative:
Per field service engineer (fse) the power supply, power management board and gas delivery system were replaced to address the reported issue.